Event description:
It was reported that ongoing intermittent occlusion alarms occurred. This issue did not cause the customer's blood glucose to exceed 500 mg/dl or the continuous glucose monitor to read ¿high,¿ indicating there was no adverse impact to the blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. After escalated troubleshooting, clinical support and technical support recommended replacing the pump, and arrangements were made to send a replacement pump to the customer.